Event description:
User stated the water inlet broke; causing a leak that started behind the analyzer then continued flowing into the lab. There were no injuries and no patient sample results were affected. The field service representative determined there was a problem with the water inlet fitting and replaced it. Performance tests were performed.